Event description:
The customer has been performing a comparison study with the axsym analyzer and another methodology. The customer is using samples collected and stored frozen over the past year. The comparison methodology generated a reactive s/co result of 14.51. The axsym hiv 1/2 g0 assay generated a non-reactive result. (0.37 s/co). Per the customer, this is the first time this issue was reported to abbott. There is no impact to pt management reported.